Event description:
The complaint was reported as: complaint alleges: a fracture was being repaired on a greyhound dog, when one side of the cutting end snapped and the cutting edge and screw broke off in pieces. They did fall into the dog, but all pieces were retrieved. There was no harm done to the animal.

Manufacturer narrative:
Device sample has been received by manufacturer, but investigation is incomplete at time of this report.